Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 9 years. Per the patient's op report, this woman has a history of hodgkin's lymphoma requiring a mantle radiation many years ago. This resulted in a significant radiation injury to her chest. She subsequently developed aortic stenosis and underwent aortic valve replacement (avr) on (B)(6) 2003, with the edwards valve. That valve had also become severe stenotic and was severely calcified. The patient was found to be unacceptably high risk for surgical avr; therefore, she was referred for avr via transcatheter implantation (valve-in valve). Post-implant tee confirmed excellent positioning of the new edwards valve housed within the frame of the old edwards valve.

Manufacturer narrative:
Eval code = device not returned. Unfortunately, the subject device was not explanted from the patient; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.